Event description:
Customer reported that the screen was missing a part of the display. Customer stated that they keep the insulin pump in their pocket, however are unable to read the screen. Customer's blood glucose reading at the time of the call was 164 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had missing segments due to a cracked display connector. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.